Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID l-evolutfx-2329 (lot: 0012529124); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the delivery catheter system (dcs) was inserted into the patient immediately after loading was completed using the right femoral approach. Following the first deployment attempt, the capsule was closed with overdrive and the valve was recaptured. Afterwards, the valve was implanted and the capsule was pulled to the ascending aorta. Following the implant of the valve, the dcs was removed using "gray to blue"; however, a spring was found on the external sterile field near the patient's right leg. The spring was suspected to have come from the dcs. Following dcs removal, the physician rotated the handle to open and close the capsule. After the trigger was pulled to open and close the capsule multiple times, an end cap separation occurred. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the syringe was placed in the capsule flush port during loading.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The handle and capsule were fully closed, the nosecone was over captured by the capsule. Delamination was evident to the proximal capsule. There was no evidence of end-cap separation on the returned device. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. A detached spring was received alongside the device. No spring or rubber valve was present in the capsule flush port. The check valve was present in the stability layer flush port. The reported separation could not be confirmed through analysis. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured because the implantation depth was shallow.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.